Event description:
Caller tested 6.3 inr on the coaguchek xs system while a comparison lab returned as 10.99 inr. No treatment information provided. No adverse event reported. Requested return of suspect system however test strips were not returned.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.